Event description:
It was reported that a malfunction occurred on the customer's pump, displaying malf 12, but there were no notable events preceding it, and it did not impact the customer's blood glucose level adversely. Despite not resetting the pump within the last 24 hours, the customer experienced the same malfunction on at least three occasions. Technical support decided to replace the pump, which was within warranty, and the customer was informed about the steps needed to return the faulty pump and receive the new one. The customer agreed to use mdi as a backup insulin therapy and acknowledged all instructions given, including putting the pump into storage mode and returning it via ups.